Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. The device instructions for use (IFU) indicate: "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿" reference page 35 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 35 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a dark image while issue using the camera head. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a dark image while issue using the camera head. The issue occurred during preparation for use and there was no patient harm associated with the event.